Manufacturer narrative:
PMA/510(k) #: p850022/s017. The precautions in the patient manual state this type of event can occur. The product was discarded by the patient and therefore will not be returned for an evaluation. Because the lot number is unknown, the device history records could not be pulled and reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report two of two for the same event. Report one of two is reported on MFR #0002242816-2017-00046.

Event description:
The patient advised she developed an itchy, dry rash with blisters while treating with the electrodes. She stated her surgeon advised her to use coconut oil and over the counter neosporin ointment. She also saw her primary doctor who prescribed triamcinolone acetonide cream to help ease her symptoms.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following section was corrected: reporter name and address was corrected to reflect the rest of the patient/lay user's contact information multiple supplemental MDR reports were filed for this event, please see associated report: 0002242816-2017-00046-1.

Event description:
It was additionally reported the patient was able to treat with the lt-4500 electrodes for around three weeks and was find prior to experiencing issues. The patient advised the lt-4500 electrodes are still the only type of electrode she can tolerate. The patient advises she cannot bend or twist and that she has scabs on her back. The patient also advises nothing was prescribed during her recent doctor's visit; she was only advised to take a break from the treatment and to continue once all was healed. The patient intends to follow the doctor's instructions and requested additional supplies to do so.